Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, with the increase been gradual. Technical services (ts) was consulted and discussed stored data as well as available programming options. At a later date, this rv lead was attempted to be replaced, but no access to it could be obtained. Ts discussed available options to ensure therapy effectiveness. This rv lead remains in service. No additional adverse patient effects were reported. At a later date, this rv lead was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, with the increase been gradual. Technical services (ts) was consulted and discussed stored data as well as available programming options. At a later date, this rv lead was attempted to be replaced, but no access to it could be obtained. Ts discussed available options to ensure therapy effectiveness. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, with the increase been gradual. Technical services (ts) was consulted and discussed stored data as well as available programming options. At a later date, this rv lead was attempted to be replaced, but no access to it could be obtained. Ts discussed available options to ensure therapy effectiveness. This rv lead remains in service. No additional adverse patient effects were reported. At a later date, this rv lead was explanted. A new device was implanted. No additional adverse patient effects were reported.